Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty circulation pump. It was noted that the biomed reran a calibration check and got a flow deviation error (tech bulletin), a third full calibration passed but explained that it could be a circulation pump failing and having issues priming at the start of therapies, they already replaced the mixing pump in january, gave part number and price for circulation pump. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had the arctic sun device that was getting alert 01 (patient line open) and 02 (low flow). They ran a calibration and had a calibration error 105 (processor communication error) they reran a calibration check and got a flow deviation error (tech bulletin), a third full calibration passed but explained that it could be a circulation pump failing and having issues priming at the start of therapies, they already replaced the mixing pump in january, gave part number and price for circulation pump.